Manufacturer narrative:
Continuation of d11: product ID 8711 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the explanted product would not be returned for analysis. The rep stated the small piece of catheter that was removed was not available for return. The hospital would not allow implants to be taken during covid-19.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: 8596sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot#: (B)(4), ubd: 19-dec-2008, UDI#: (B)(4); product ID: 8596sc, serial/lot#: (B)(4), ubd: 03-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 400 mcg/day) via an implanted pump. The patient¿s medical history was noted to be multiple sclerosis and she had oral baclofen as a concomitant medication. The indication for pump use was multiple sclerosis, intractable spasticity, and non-malignant pain. On (B)(6) 2020 the patient was having a pump replacement due to end of life battery. She stated that she seemed to be doing fairly well with the intrathecal baclofen therapy. During the procedure when the surgeon attempted to withdraw csf (cerebrospinal fluid) from catheter, he could not get any return. He tried many times to aspirate, first through the cap (catheter access port) and then directly from catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump and catheter were replaced, and the issue was noted to be resolved. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive, no injury.¿ no further complications were reported/anticipated.